Event description:
A customer reported to baxter (B)(4) of an administration set that leaks an the connection when the set is connected to an unknown extension set. There was no report of patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review was performed on the reported lot with no deviations found.